Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the implanting clinician used improper technique which fractured the neurostimulator during the explant procedure. The stimulator is used to treat pain. The cause of the fractured neurostimulator is due to improper surgical technique as the neurostimulator was fractured during the explant procedure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
An explant procedure was performed on (B)(6) 2024 due to lack of use of the device. During the explant procedure, the distal end of the neurostimulator was stuck under a lot of scar tissue and fractured. The distal end of the device remains implanted and there are no plans to remove the remaining piece as the patient is unable to go under anesthesia. The patient is doing well and healing properly.